Event description:
The customer reported the ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no pt involvement.

Manufacturer narrative:
Event date: (B)(6) 2014. Conclusion / root cause: the data acquisition pcba to motor controller pcba cable was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4).